Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a small volume infusor was observed "to be off after the pouch was opened". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured august 4, 2016 ¿ august 8, 2016. The device was received for evaluation not in its original package. Visual inspection identified that the fill port cap has separated from the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.